Manufacturer narrative:
Manufacturer's evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was diagnosed with an infection at the ipg site. In turn, the patient was given antibiotics to address the infection and will be monitored in the meantime.

Manufacturer narrative:
Corrected data: further review revealed mention of an explant was inadvertently omitted on the initial report, but the explant date was applied to the initial report when it was submitted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.